Event description:
It was reported that the boston scientific representative called for guidance regarding a fractured lead. It was noted that the patient with this left ventricular (lv) lead was in the emergency room (ER) for atrial fibrillation (af). It was noted that there was loss of capture (loc) on the lead. Technical services (ts) suggested a reprogramming option. The lead remains in use. No adverse patient effects were reported.